Event description:
A customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The issue was resolved as the pump began charging after the customer used the original charging supplies and left the wall adapter plugged into a working outlet for at least 30 consecutive minutes; no further assistance was required.